Event description:
It was reported that during a lobectomy procedure, there were malformed staples. From the first cartridge used on the pulmonary parenchyma, one row of staples (out of the six rows existing) did not form well; staples did not close. No unusual noise, no resistance. The surgeon had no difficulty removing the device from the patient tissue. The row of malformed staples was in contact with the lung longulaire artery; this one was torn by the staples. The surgeon had to remove the staples one by one and repair the artery with an anastomosis. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.